Manufacturer narrative:
Other (lens too small) - evaluation: method - (other): results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reported stated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens during the same surgery due to the icl was too small. The icl was removed with no pt injury, no enlarged incision or sutures. A longer lens was implanted.